Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2026: while inserting an IV cannula into a patient, a nurse discovered that the cannula sheath could not be removed. The cannula was replaced, and the adverse event was documented and reported.